Event description:
On (B)(6) 2025, the user reported receiving an alert 65 (audio over under current) on the ilet device for over a month. Patient reported her pump in on silent mode so she is unaware if the audio is working or not. No symptoms, external assistance, or medical intervention occurred. No blood glucose impact was reported, and no further assistance was requested. The issue was resolved by sending a replacement device to the patient.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.